Manufacturer narrative:
Weight: 72.4 kg. Occupation: interventional radiology technologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the valve on the 6fr glidesheath slender (gss) was initially not leaking. When the physician went to exchange catheters, when the first catheter was removed and the wire left in the sheath, the valve began leaking quite a bit. The decision was made to leave the sheath in and not change due to it being mid-case. Another catheter was inserted and the leaking diminished. The patient was in stable condition. The procedure was successful. The estimated blood loss was less than 250cc. Additional information was received on 14 dec 2022: the procedure taking place was a coronary angiogram. They resolved the issue to continue the intended procedure by placing another towel by the sheath valve to contain the blood leaking back from the valve.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. Investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr glidesheath slender (gss) sheath was returned for product evaluation. No visual abnormalities were noted on the sheath. The sheath valve was subjected to leak testing without anything inserted in it and with the dilator inserted in it. The valve passed leak testing in both instances. The valve was then deconstructed and closely examined. No abnormalities on the valve were observed. The complaint cannot be confirmed for valve leakage because the sample passed leak testing and no damage was observed on the valve. The exact root cause of the valve leakage experienced by the user could not be determined. No failure mode was detected on the returned device. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).